Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they had an appointment on (B)(6) 2024 with the manufacturing representative (rep). They stated that the rep had issues making the neuro-sense work correctly so they wouldn't feel the sensations when coughing or moving. Patient stated that they had a lot of nerve damage during their first back fusion, which made it more difficult for the device to work correctly. They stated that now the shocking issue has been resolved. Patient mentioned that they hoped that the electronics with the new system would work better than the old system. They added that it takes forever for the communicator to find the device, and takes multiple attempts. They have to power down the communicator and the tablet often and then try to connect. They stated that these issues are not favorable when they are having muscle cramps and can't connect to make any changes to the stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was probably about a week ago the pts therapy was not helping for they were getting spasms in their right hip and they did not feel anything on the left side. Pt noted they felt the sensation since the ins was set up in their right hip. Pt was still getting spasms in their legs and feet, they did not feel stim on their left side. Pt noted that they did not use the adaptive stim feature because when they went to get reprogrammed for the 2nd time with the new ins battery the pts rep accidently turned adaptive stim on and it shocked the pt. Patient mentioned it felt like they had been struck by lightning and had electrical shocks and it felt like a bolt of lightning went through their hips and came out the other side and it messed them up. Patient said their head was spinning and it was really bad and they couldn't even see right for hours afterward. Pt said it was really painful and almost fell off the table. Patient was redirected to their hcp.